Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 169 cm., body mass index (bmi) 24.5 kg/m2.

Event description:
A patient in a study underwent a da vinci assisted pulmonary lobectomy. As per standard care, a chest tube drain was inserted after surgery. It was reported that the next day, the patient experienced a prolonged air leak, lasting nine days, which didn't require any action other than observation and a prolonged ward stay. The event was reported as resolved nine days later, at which time the chest tube was removed; discharge occurred the next day. The index procedure was completed without any intra-procedure complications or device malfunctions. The study investigator reported the event as mild, a clavien-dindo grade I, having a causal relationship to the study procedure, possibly related to the patient's underlying disease status, but not related to the da vinci study device.